Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1) occurred during bolus delivery. The customer reverted to manual injections for insulin therapy. Customer's blood glucose level was 74 mg/dl.